Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead pacing impedance measurement has been steadily increasing from 700 to 2000 ohms over the last four months. A lead safety switch (lss) was triggered at 2022 ohms changing the polarity to unipolar. When in unipolar configuration the pacing impedance measurement was within range at 750 ohms. It was further noted that the bipolar threshold measurement had increased slightly to 1.5 volts at 04. Milliseconds. The threshold in unipolar was 0.9 volts at 0.4 milliseconds. Since the patient is not atrial dependent, the ra lead was left programmed unipolar for pacing and bipolar for sensing. Technical services (ts) was contacted and discussed additional troubleshooting options. The ra lead remains in service and no adverse effects were reported.